Manufacturer narrative:
Products utilized during the case consisted of gc: 7f guider; mc: prowler select plus str (catalog/lot unk), sl10; gw: chikai, 15 coils, and prowler select plus str (catalog/lot unk) for enterprise delivery. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure after placing 15 unknown coils using a hyperglide balloon followed by placement of a 28mm enterprise vrd ((B)(4)) it was noted that blood flow slowed considerably after the coil embolization procedure was completed. Utilization of a balloon, placement of another enterprise or driver stent was considered; however, the chikai-asahi intecc guidewire was not able to be advanced inside the enterprise stent. Eventually the procedure was completed. The physician commented that it could be possible that the coil came out of the aneurysm or the coil mass compressed the stent; however it is unknown if any diagnostic tool was utilized to confirmed the event. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. The unruptured left ic-pc aneurysm neck measured 9.7mm, and the vessel proximal diameter was 4.5mm and distally was 3.9mm. The instructions for use (IFU) outlines recommended use in a parent vessel with a diameter of 2.5-4mm. It is not known if there were any patient conditions causing a hypercoagulable state, what antiplatelet/anticoagulation therapy was conducted pre, intra or post procedure or the effectiveness of any therapy. A cd copy of the procedure is not available. No further information is available. The stent remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01425605. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Although no conclusion can be made regarding the reported event, patient factors, procedural factors, and pharmacological factors in addition to concomitant devices may have contributed to the reported slow flow at the end of the procedure. Based on the available information and without procedural images, the relationship of the enterprise vrd and the event cannot be determined. There is no indication of any device manufacturing or performance issues related to the device. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Note: lake region lot number 01425605 which is cordis lot number 01425605. Per lake region report c 10,160: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425605. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 150 units, which were shipped from lake region medical on (B)(6), 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Event description:
The procedure was coil embolization assisted with the vrd (enc452812) for the unruptured aneurysm in left ic-pc. The coils (15 unknown brands) were placed using the balloon (hyperglide) at first, then the enterprise was placed. It was observed the blood flow became considerably slow after the coil embolization was completed. Ideas to utilize balloon, place another enterprise or driver stent were suggested, however, the guidewire (chikai-asahi intec) was not able to advance inside the enterprise stent, and eventually the procedure was completed. The physician commented that it could be possible that the coil came out of the aneurysm or the coil mass compressed the stent , however it is unknown if any diagnostic tool was utilized to confirmed the event. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. The aneurysm neck measured 9.7mm, and the vessel proximal diameter was 4.5mm and distally was 3.9mm. A cd copy of the procedure is not available. No further information was available. The product remains implanted and will remain implanted.